Event description:
It was reported via a letter rec'd from a legal firm that the aut0-suture instrument used during a post-gastroesophagaeal procedure allegedly experienced a staple line failure and the staples were completely disrupted. The pt consequence has not been reported at this time.